Event description:
Review of service data detected a reportable problem. During servicing, monitor sn (B)(4) reset during incoming testing. The last patient to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. As received, the monitor reset during incoming functional testing. Upon evaluation, the q10 component was damaged on the defibrillator board. The cause of the damaged component is excessive current. The cause of the excessive current is a short at the q10 transistor. The root cause of the short at q10 cannot be positively identified. No adverse event resulted from the shorted component. The last patient to use this monitor did not report any deficiencies.